Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was implanted to treat stress urinary incontinence and pelvic organ prolapse. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological surgical procedure on (B)(6) 2010 and tvt-o was implanted. It was reported that following insertion the patient experienced recurrent sui, grade 2 rectocele, vaginal discharge, urgency of urination, dysuria, urinary tract infection. It was reported that patient underwent sling mesh excision on (B)(6) 2013 by dr. (B)(6). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 6/30/2017. It was reported that following insertion the patient experienced urinary retention and infection.